Event description:
It was reported the patient was not able to get any other lights beside the green light next to the 9 volt battery icon on his patient programmer. It was also reported the patient had been falling down lately. The patient had fallen twice yesterday. It was noted the patient 'thought it was working.' Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3389-40, lot# j0337429v, implanted: (B)(6) 2003, product type lead; product ID 3389-40, lot# j0337392v, implanted: (B)(6) 2003, product type lead. (B)(4).